Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during use in a procedure at the user facility, a burn to the patient while using e-sep pencil. It was further reported that the burn required medical intervention. No information was available regarding surgical delay or if procedure was successfully completed.

Manufacturer narrative:
Device evaluation: h6: the quality investigation is complete. Correction: h6: device code updated based on complaint investigation. B5: added additional information.

Event description:
It was reported that during use in a procedure at the user facility, a burn to the patient while using e-sep pencil. It was further reported that the burn required medical intervention. No information was available regarding surgical delay or if procedure was successfully completed. Upon further investigation, it was found that the customer used a non-stryker electrode and did not use a holster while the pencil was not in use.